Event description:
Related manufacture reference number: 2017865-2023-19107. It was reported that the patient presented remotely. Review of transmission noted that the atrial lead and ventricular lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion was found between the shock coils breaching the right ventricular and inner coil.the cause of the reported event of noise oversensing was due to the external insulation abrasion breaching the ptfe liner, right ventricular and inner coil lumens exposing the inner coil and right ventricular cable conductor consistent with friction to another device or feature of the patient anatomy.

Event description:
Additional report received noted that programming changes were performed for the right ventricular lead. The patient was in stable condition.

Event description:
Addition information received noted that the right ventricular lead was explanted on (B)(6) 2023. The patient was in stable condition.